Manufacturer narrative:
Our investigation has determined that the complaint in this report is a duplicate of (B)(4) with manufacturer report # 8010042-2015-00047 for which a supplemental medwatch report was submitted to your office on 04/28/2015. Please refer to 8010042-2015-00047.

Event description:
(B)(4).

Event description:
It was reported that the ventilator could not be turned on. There was no patient involvement. (B)(4).

Manufacturer narrative:
More information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.